Manufacturer narrative:
Date of event: not provided. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Koethe et al 2019: (zilver 635 vascular self-expanding stent) "overdilation of a 6-mm self-expanding stent with a 10-mm balloon-expandable stent graft preserves failing meso-rex bypass" as reported to customer relations: a (B)(6) boy (122 cm; (B)(6) kg) with liver failure related to cystic fibrosis underwent en bloc liver and pancreas transplantation. Ehpvo occurred in the immediate postoperative period. An mrb was created by using an iliac vein from a deceased (B)(6) donor. Within 9 months, the patient presented with esophageal variceal bleeding. Ultrasonography (us) demonstrated severe mrb stenosis. Percutaneous transhepatic balloon angioplasty to 5 mm was performed (mustang, boston scientific, marlborough, massachusetts). Due to persistent stenosis of the mrb, which measured a maximum of 3mm in diameter, 2 overlapping 40-6-mm self-expanding nitinol stents (zilver 635 vascular self-expanding stent, cook medical, bloomington, indiana) were placed, resulting in a patent mrb and a resolution of bleeding. Eight years after the stent placement, the patient presented with melena and a hemoglobin concentration of 5.2 g/dl. Computed tomography (CT) and us revealed a thrombosed mrb and varices. Subsequently, endoscopy and flexiblesigmoidoscopy showed grade 1 esophageal varices and superficial gastric ulcer with no definite source of bleeding. With the intention of overexpanding the indwelling 6-mm self-expanding stents, a benchtop experiment was performed in which a 10-mm balloon-expandable stent graft successfully overdilated due to clinical concern for variceal hemorrhage, mrb recanalization was performed in the interventional radiology suite. Percutaneous transhepatic portal access was obtained, and the occlusion traversed. Superior mesenteric venography opacified varices, bypassing the occluded mrb. Rheolytic thrombectomy (angiojet zelantedvt, boston scientific, marlborough, massachusetts) and balloon maceration to 7mm restored hepatopetal flow through the mrb. However, persistent opacification of mesenteric venous collaterals suggested that the 6-mm bypass diameter was insufficient to accommodate mesenteric inflow. Us for continued melena on the following day revealed that the mrb had thrombosed. With the intention of overexpanding the indwelling 6-mm self-expanding stents, a benchtop experiment was performed in which a 10-mm balloon-expandable stent graft success-fully overdilated a 6-mm self-expanding stent (fig 1). Percutaneous transhepatic access to the left portal vein was obtained, and a 23-cm 8-f sheath was placed (brite-tip, cardinal health, dublin, ohio). Portography demonstrated an occluded mrb with collateral venous opacification (fig 2). The mrb was recanalized using a 5-f catheter (sos omni, angiodynamics, latham, new york) and a 0.035-inch guidewire (glidewire, terumo, somerset, new jersey). Patency was restored with rheolytic throm-bectomy. Two 10-59mm balloon-expandable stent grafts (viabahn vbx balloon-expandable endoprosthesis, gore, flagstaff, arizona) were then deployed to span from the inferior aspect of the mrb to the hepatic anastomosis and dilated to 10mm. A venogram revealed antegrade flow through the mrb and resolution of variceal opacification (fig 2). The transhepatic access track was embolized using gelatin sponge pledgets (gelfoam, pfizer, new york, new york) and coils (nester, cook medical) during sheath removal.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Device evaluation: the two ziv6-35-80-6-40 devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided a document-based investigation was conducted. Document review: as the lot numbers of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution ziv6-35-80-6-40 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is evidence to suggest that the user did not follow the instructions for use (ifu0043-9) (ref att, ¿zilver literature complaints ¿ clinical input request koethe paper). The instructions for use (ifu0043-9) state the following: intended use: the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9 mm. Patients should be suitable candidates for pta and/or stent treatment. In this instance, two stents were deployed into the meso-rex bypass. Root cause review: a definitive root cause of off label use was identified. The zilver vascular stent is intended for use in the iliac arteries. It is known from the literature that the stents were deployed into the meso-rex bypass. It is not possible to state how the device will perform when used outside of its validated state. Summary: complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends. According to the literature patency was restored with rheolytic thrombectomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation.